Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). During the investigation, it was unable to be determined if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it was unable to be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see updates to e2, e3 and g2.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found cracked beak. Missing screw on locking ring was observed. Deep scratches on coloring and multiple dents near distal end were determined. Device was noted to be beyond economic repair. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported the device beak broke off. The event found at during reprocessing. There was no patient involvement associated on this reported issue. No harm was reported, no user injury reported due to the event.